Event description:
The stryker core impaction drill was sent in for evaluation due to overheating during a procedure. No adverse event was reported; another device was used to complete the procedure.

Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during performance testing. Further investigation revealed worn/damaged drive shaft and rotor which were identified as the probable cause of the failure. The damaged parts were replaced, preventive maintenance done and the device was returned to the customer.